Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device.. Visual examination of the device noted that the outer tube, sheath, laser weld and stopcock were damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The instructions for use recommends careful inspection of the operative hysteroscope before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscope.¿ damage may occur if the hysteroscope is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a missing protective cap and it would not connect. There was no patient injury.